Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the clip opening during establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was positioned on the mitral valve; however, during efaa, the clip opened from 20 to 30-40 degrees. On the fourth attempt of troubleshooting the clip passed efaa and was implanted reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.